Event description:
As reported by the user facility: chemo spill resulted from vent coming completely out of the tubing when the vent was opened. Drug lost and had to re mix and readminister remaining medication.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.